Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away at home. The cause of death was not reported. It was reported pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.